Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
A sizing balloon was used to determine the appropriate occluder size. The occluder was deformed and failed to assume its intended shape upon deployment.